Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (random) issue. It was reported that the pump emitted an occlusion alarm during an attempted bolus, resulting in a cancelled bolus. The correct bolus amount was delivered after the alarm was cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2014-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and force test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted relating to the occlusion complaint.